Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade broken at the tip. A piece measuring approximately 0.028" x 0.050" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed.

Event description:
It was reported that during a central processing, the monopolar curved scissors (mcs) instrument had broken tip. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was confirmed identified during reprocessing after decontamination and it was pulled out of circulation. The instrument was inspected for any damage prior to reprocessing and prior to use in surgery. No damage was noted. The instrument did not collide with any other instrument or tool during procedure. After the completion of this procedure, the instrument was inspected and nothing out of the ordinary was identified in the operation room. There was no fragment that fell inside the patient¿s anatomy during surgery. The broken piece was unable to be returned. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No post-operative tests like an x-ray or ultrasound were performed.